Event description:
I admit that ect seems to be the only cure for my depression (with antidepressants as well). It does however come at a price. The memory problems are downplayed. You hear things like - you could have some short term memory loss, but it's just temporary. I have had a total of 75 treatments over the course of 4 years. My short term memory loss is severe. Example: I wanted to open a bank account for my new grandson, but I was told by my daughter I had already done so. And, sure enough after looking for the paperwork I had in fact opened an account without remembering it even to this day. I have to write down everything because it simply disappears from my mind after a week or sometimes less. I have forgotten people, places, things I collect, clothing I own, everything; I grocery shop with my head down; I am so afraid of seeing someone I have been introduced to but don't remember. (B)(6) at the school where my husband teaches are filled with anxiety because people know me but I have no memory of them. I am too ashamed to tell them why I don't remember them so I just pretend I know them. I would say I forget app 80% of things. My long term memory is no also affected too, and is getting worse and worse. If I remember anything about my children's lives I write it in a journal because I don't want to forget them. And something I was never warned about... I have to look up simple words because I can't remember how to spell them, I never had a problem with spelling before. I have access to nearby magnetic therapy which has no memory issues, and my psychologists recommends it. My insurance however will not cover it even though it would be much cheaper for them.